Manufacturer narrative:
The sureform 45 stapler instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) did not replicate nor confirm the customer reported complaint. A visual inspection displayed no signs of physical damage. The instrument was clamped, fired, and unclamped without issue. The resulting staple line was complete, free of jagged edges, and all staples were deployed from the in-house reload onto the test sheet in the proper b-shape. The movement of the stapler tips was intuitive in each direction, and the grips opened and closed as commanded. A thorough visual inspection was performed, uncovering no obvious physical damage abnormalities with the device. There was no issue detected with the stapler instrument. Though four green sureform 45 reloads were implicated, only one stapler reload was returned with the instrument. Fa did not replicate nor confirm the customer reported complaint and there was no damage noted to the stapler reload.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a right hemicolectomy, the staple line dehisced which resulted in excessive bleeding. The staple line was initially created with a green sureform 45 reload and sureform 45 stapler instrument. The procedure was completed robotically. Through follow up with the surgeon by an intuitive surgical, inc. (Isi) clinical sales representative (csr), it was learned that the malfunction occurred during the procedure when the colon was being transected. The staple line was not intact and resulted in bleeding immediately. The exact blood loss is unknown, but was significant. There were no messages or indications that there was a problem with the stapler as it was firing. An unknown number of blood transfusions were given and the surgeon used sutures and clips to reinforce the staple line and confirmed the procedure was completed robotically. In all, 4 sureform 45 reloads of the same lot number produced malformed staples which resulted in the bleeding. Two of the stapler reloads produced 2-3 malformed staples each and the other two reloads produced 6-7 malformed staples each and resulted in more bleeding than the others.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the sureform 45 stapler instrument was installed on the system 4 times and fired 4 green sureform 45 reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs. Note: refer to medwatch report (MDR) with MFR report #2955842-2024-16733 for MDR submission of the reportable event associated with the 1st of 4 green sureform 45 reloads. Refer to medwatch report (MDR) with MFR report #2955842-2024-16734 for MDR submission of the reportable event associated with the 2nd of 4 green sureform 45 reloads. Refer to medwatch report (MDR) with MFR report # . For MDR submission of the reportable event associated with the 3rd of 4 green sureform 45 reloads. Refer to medwatch report (MDR) with MFR report #2955842-2024-16738 for MDR submission of the reportable event associated with the 4th of 4 green sureform 45 reloads. .